Event description:
It was reported that this right ventricular lead was explanted due to perforation. It was also reported that during the revision of the lead it was found that the patient had developed an infection. No further adverse patient effects were reported.